Event description:
As reported to coloplast though not verified, multiple patients (35) were implanted with the pelvic mesh products. Later the patients experienced mental and physical pain, sustained permanent injury, physical deformity, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.